Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would intermittently fail to operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and found two electrically leaky filters, designator fl4 and fl10, due to solder flux residue on the power pcb. The observed failure is known to cause a no battery operation failure.

Event description:
It was reported that the device would intermittently fail to power on. There was no patient use associated with the event.